Event description:
It was reported via repair work order that the bed exit would not stay armed when lowered with weight due to faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.